Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after programming changes were made and upon interrogation the programmed changes went back to the initial programmed settings. The device remains in use. The patient is a participant in the electrogram belt clinical study. No patient complications have been reported as a result of this event.